Event description:
It was reported via legal documentation that approximately 5 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and suffering from premature revision surgery, dislocations and multiple falls, loss of mobility and enjoyment of life. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 160-00-15 - pf stem tapered plasma sz 15; (B)(6) 01-030-01-0756 - alt cup clstr g7 sz 56; (B)(6) 170-40-00 - biolox delta femoral 40mm od, +0mm; (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and dislocation. The reported prosthesis wear and dislocation could not be confirmed. Additionally, the sequence of events as related to the reported wear and dislocation cannot be confirmed and the contributions of each to the reported event cannot be determined. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.